Manufacturer narrative:
(B)(4). Concomitant products: unknown stem p/n unknown l/n unknown; unknown femoral head p/n unknown l/n unknown; unknown acetaular liner p/n unknown l/n unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient is being considered for a future revision for unknown reasons. No further information information has been made available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search was not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.